Event description:
It was reported that this pacemaker and right ventricular lead exhibited oversensing of myopotential noise and high out of range pace impedance measurements. Programming optimization will be considered. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker and right ventricular lead exhibited oversensing of myopotential noise and high out of range pace impedance measurements. Programming optimization will be considered. This device remains in service. No adverse patient effects were reported.